Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found after treatment was complete. The patient then found fluid in the cycler when patient was removing the cassette. There was fluid in the pump module area and on the external part of the cassette. The patient did not call technical services and decided to continue to use the cycler. In a follow up a pd nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler set is not available for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was found after treatment was complete. The patient then found fluid in the cycler when patient was removing the cassette. There was fluid in the pump module area and on the external part of the cassette. The patient did not call technical services and decided to continue to use the cycler. In a follow up a pd nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler set is not available for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.